Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main legacy half-height (hh) drawer 5.2 was not detected on the bus, and none of its pockets were recognized. A field service engineer (fse) rebooted the station, ran diagnostics, and removed all pockets from the drawer tray. The fse cleaned the pocket tray and verified there were no obstructions on the pocket contacts. After reinstalling all pockets and running diagnostics on the main legacy hh drawer 5.2 several times, all tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed to detect on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.